Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number. A device history record review was performed and the lot met all release criteria. Investigation summary: one powerport MRI isp, one groshong catheter, one flushing connector, one introducer needle, one straight non-coring needle, one right-angle non-coring needle, one catheter lock, one syringe, one guidewire in a guidewire hoop, one introducer peel-apart sheath, one safety infusion set, and one tunneler were returned for evaluation and one electronic photo was provided for review. Gross visual and functional evaluation were performed. The investigation is confirmed for the reported kinked material issue as kinks were noted on the proximal as well as distal end of the peel-apart sheath, further the provided photo also confirms the same. However, the investigation is inconclusive for the reported difficult to insert as the exact circumstances at the time of the reported event are unknown and clinical conditions cannot be replicated to confirm the failure. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 01/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a port placement procedure through the right internal jugular vein, the sheath was difficult to insert. It was further reported that the catheter allegedly kinked. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The sample was not returned to the manufacturer for evaluation; however, photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 01/2021)

Event description:
It was reported that during a port placement procedure through the right internal jugular vein, the sheath was difficult to insert. It was further reported that the catheter allegedly kinked. The procedure was completed using another device. There was no reported patient injury.